Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached at the tubing connector. Reportedly, this issue happened two times, the first event occurred while the patient was swimming in the pool and the second occurred when the patient was sleeping. The catheter was inserted on patient's gluteus area. Moreover, the infusion set had been in use for one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.